Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens was explanted from patient¿s left eye in secondary surgery because lens moved postoperative. There was no medical intervention like incision enlargement, vitrectomy or suture was required during the procedure. Reportedly lens from different manufacturer was used as replacement lens for the patient. Patient was well. No further information provided .